Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the external layer of the catheter was detached. During an ablation procedure, an intellanav oi catheter was selected for use. When the physician took the catheter out of the box, he noticed that the distal part was "very floppy" and the external layer of the distal portion was "not attached and consistent with the internal layer." The physician completed the procedure with another of the same device. There were no patient complications and the patient was stable.